Event description:
It was reported that during a da vinci colorectal procedure, the endowrist one vessel sealer instrument was not cauterizing. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On (B)(4) 2014, additional information was received from the intuitive surgical inc. (Isi) representative who was able to speak to the surgeon. The isi representative indicated that the instrument was functional during the procedure, but then stopped sealing, and no error codes were reported to have occurred. The vessels were sealed with a laparoscopic vessel loop via the assistant port. The isi representative stated that there was no report of the patient experiencing any intra-operative or post-operative complications.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.